Manufacturer narrative:
(B)(4). If additional information becomes available, a follow up emdr will be submitted.

Event description:
During pleurx removal, the pleurx snapped in half near the cuff. Forceps were used to completely remove the catheter. It was reported there was no patient harm as a result of this failure. No additional information provided.